Event description:
It was reported that the lead had low sensing values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4)- the full lead was returned in segments and no anomalies were found. However, the defibrillator conductor was distorted. The distal conductor was stretched and had blood/body fluid (not obstructed). The outer insulation was melted and breached cut. There was an exposed defibrillator coil with a white substance. The outer insulation had a white substance and a cosmetic depression. There were also cut tines/lobes and apparent explant damage.